Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. All 2 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 2 </noe> malfunction event which is associated with the inability of a device and/or device components to expand or enlarge with the intended inflation agent (e.g. Saline or air). Patient information was not confirmed for 2 events.